Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue. In addition, the device's front enclosure, rear enclosure, bottom enclosure, handle, oxygen blender board housing and oxygen blender board inlet were replaced due to being found to be cracked. Also, the keypad was found to be worn and needs replaced.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue. In addition, the device's front enclosure, rear enclosure, bottom enclosure, handle, oxygen blender board housing and oxygen blender board inlet were replaced due to being found to be cracked. Also, the keypad was found to be worn and needs replaced. The sensor board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.